Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent spinal fusion surgery on the lumbar region at l2-l3, where only rhbmp-2/acs and collagen sponge were used. The rhbmp-2/acs collagen sponge was placed outside the cage. Post op- patient complained of worsening pain in the low back. Patient continued to experience severe and unrelenting pain in her low back and hips. The patient had difficulty in standing, sitting, walking and laying down.these serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with pre-op diagnosis of adjacent segment spondylosis with stenosis, l2-l3. For which patient underwent following procedures: segmental instrumentation removal, t12-l1 and l1-l2. Transforaminal lumbar interbody fusion, l2-l3 using structural peek prosthetic interbody crescent device, as well as local autologous bone allograft and rhbmp-2/acs. Reinstrumentation l1-l2 tsrh 3dx. Posterolateral arthrodesis l2-l3. Trans decompression of left l2-l3. Per op notes, at left l2-l3 level, prior to implant placement of approximately 4 ml of cortical cancellous allograft was packed anteriorly as well as small rhbmp-2 sponge. The remainder of rhbmp-2 sponge was placed within the confines of the interbody prosthetic device and then placed without dural or neural retraction into the interbody space. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008: patient presented for a follow up visit where she continued to have severe pain in low back as well as left quadriceps and thigh. On (B)(6) 2009: patient presented for a follow up visit and complained of low back pain off to the left hand side. Assessment: stable satisfactory postoperative course. On (B)(6) 2009: patient presented for a follow up visit. Assessment: status post previous l2-3 fusion with instrumentation, doing well. On (B)(6) 2009: patient underwent CT of lumbar spine without contrast. Impression: mature anterior osseous fusion at l5-s1 with healed twin bone dowels. Anterior and posterior spinal fusion at the l1-2 and l2-3 levels. Bilateral pedicle screw at l3 and l2 are in good position. Solid anterior and posterolateral osseous fusion at l1-2. Spinal canal and foramina are adequately patent throughout the lumbar spine. On (B)(6) 2010: patient presented for a follow up visit where she continued to have severe instrument related pain in upper lumbar spine. On (B)(6) 2010: patient presented for followup of her anemia and chest pain. Patient also continues to have pain in back from her neck down to her lower lumbar region. On (B)(6) 2010: patient presented with preop diagnosis as: retained, painful instrumentation, l1-l2. For which patient underwent pedicle screw removal, l1-l2. Exploration of fusion, l1-l2. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2010: patient got discharged with no complications after open removal of instrumentation. On (B)(6) 2010: patient presented for a follow up visit with complaint of muscle spasm and stiffness and increasing difficulty with right sided neck pain, shoulder pain, and arm pain extending to the wrist. She noted numbness and tingling in the hands bilaterally. Assessment: stable, satisfactory postoperative course; adjacent segment cervical spondylosis and stenosis c6-7. On (B)(6) 2010: patient underwent CT of chest with contrast. Impression: no evidence of pulmonary embolism. Thoracic aorta is unremarkable. Severe emphysema. Lungs are grossly clear without focal infiltrate or consolidation. Areas of peripheral small airways disease and mucous plugging were noted. No enlarged lymph nodes. Multiple liver cysts and probable pancreatic body cyst. Some of these are two small to definitely characterize by CT. On (B)(6) 2011: patient presented with complaint of left sided soreness and continued to have chronic low back pain. On (B)(6) 2011: patient underwent cervical epidural steroid injection with history of cervical fusion, neck pain, and arm pain greater on the left. On (B)(6) 2011: patient presented for a follow up visit post removal of instrumentation from her lumbar spine. On (B)(6) 2011, and (B)(6) 2012: patient presented with complaint of exacerbation of chronic low back pain. Assessment: chronic low back pain following hardware removal. On (B)(6) 2012: patient presented with complaint of knee and back pain. Diagnosis: mechanical low back pain; degenerative disc disease; deconditioning syndrome; postop lumbar fusion. On (B)(6) 2012: patient underwent x-ray of pelvis with unilateral hip. Impression: no fracture identified. On (B)(6) 2013: patient was diagnosed with emphysema, bronchiectasis, copd. On (B)(6) 2013: patient was diagnosed with left knee pain, chest pain, and hypertension. On (B)(6) 2013: patient was diagnosed with chest pain. On (B)(6) 2013: patient complains of left knee pain which had worsened over past 3 months. On (B)(6) 2013: patient underwent x-ray of left knee. Impression: stable examination of left knee status post patello femoral arthroplasty. On (B)(6) 2013: patient presented for physical therapy for initial evaluation and complaint of significant pain about the left knee. Assessment: patient has persistent pain and joint effusion with lack of full active extension and restricted knee flexion range of motion. On (B)(6) 2013: patient presented with complaint of significant pain about the left knee. On (B)(6) 2013: patient presented with complaint of continued stiffness and soreness about left knee status post left knee patellofemoral arthroplasty. On (B)(6) 2013: patient was diagnosed with fatigue, vitamin d deficiency, back pain, thrombocytopenia. Patient had concern for right sided back pain and foul smelling urine. On (B)(6) 2013: patient underwent x-ray of lumbar spine. Impression: intact fusion l2-3 and l5-s1 with severe degenerative disc disease narrowing at l1-2 and moderate degenerative disc disease at l3-4 and l4-5. Vertebral body height is maintained and there is normal lumbar lordosis without evidence of subluxation. On (B)(6) 2013: patient presented with complaint of 3 month history of back pain. Patient localized her pain to lumbar paraspinals. On (B)(6) 2013: patient was diagnosed with hypertension, low back pain due to degenerative disc disease, lumbar; migraine headaches; major depression. On (B)(6) 2013: patient presented with complaint of increased back pain. On (B)(6) 2013: patient presented with complaint of back pain, depression, uri. Diagnoses: chronic back pain; hypertension, major depression, arthralgia, low back pain radiating to right leg, bronchitis. On (B)(6) 2013: patient underwent MRI of lumbar spine with and without contrast. Impression: anatomic alignment and preservation of the normal lumbar lordosis status post multilevel interbody and posterior fusions. Multilevel degenerative disk disease and facet joint osteoarthritis. Right parasagittal herniation of the l4-5 disc with rostral extension of extruded portion with possible irritation of shoulder of traversing right l5 nerve root. Atrophy of posterior paraspinous muscles below the l3-4 level. On (B)(6) 2013: patient underwent x-ray of chest. Impression: hyper expanded lungs consistent with obstructive lung disease. No acute cardiopulmonary pathology or interval change from previous. On (B)(6) 2014: patient was diagnosed with fecal incontinence, rib pain on left side, copd, arthralgia. On (B)(6) 2014: patient underwent x-ray of chest and left ribs. Impression: negative for fractures; hyperinflation of lungs suggesting obstructive disease or emphysema with flattened diaphragms. Previous cervical stabilization with metallic hardware. No consolidation or pneumothorax. Heart size and pulmonary vasculature appear normal. On (B)(6) 2014: patient presented with neck pain at right side of neck. Diagnosis: chronic obstructive pulmonary disease (copd); neck pain; cervical radiculopathy; fatigue; arthralgia; migraine. Patient also underwent x-ray of cervical spine. Impression: anterior plate screw stabilization from c3-c6. Hardware intact with bony strut graft. Soft tissues were unremarkable. Anatomic alignment. Moderate hypertrophic degenerative facet arthrosis at the midcervical level. No acute osseous abnormality. On (B)(6) 2014: patient presented with complaint of breast pain. Patient underwent bilateral mammogram. Impression: no evidence for malignancy in bilateral breasts. On (B)(6) 2014: patient was diagnosed with neutropenia. On (B)(6) 2014: patient presented with complaint of cough with congestion on (B)(6) 2014: patient underwent nuclear medicine three phase bone scan. Impression: there were postsurgical changes from the previous left patellofemoral arthroplasty. High tracer uptake was noted above the left patella. On (B)(6) 2014: patient presented with complaint of cough and underwent x-ray of chest. Impression: mild flattening of diaphragms which could be from obstructive lung disease; cervical and lumbar stabilization hardware is present. No new focal pulmonary opacities. On (B)(6) 2014: patient presented with cough and other several concerns. Diagnoses: cough; bronchitis; copd; chronic back pain; fecal I ncontinence; insomnia; neutropenia. On (B)(6) 2014: patient presented with complaint of severe back pain in right upper back region. Assessment: pain of right scapula with cough and dyspnea on exertion; cervical radiculopathy. Patient also underwent x-ray of chest. Impression: copd and mild interstitial fibrosis. No acute cardiopulmonary abnormality or change from on (B)(6) 2014: patient presented with complaint of stabbing pain of right shoulder blade, right/throat pain, depression. Diagnoses: depression; weight loss; neck pain. On (B)(6) 2014: patient presented for follow up of her depression and chronic pain. Diagnosis: major depression; chronic back pain; deg enerative disk disease; hypertension; esophageal dysmotility. On (B)(6) 2014: patient was diagnosed with cough and chest cold. On (B)(6) 2015: patient presented with complaint of cough and dyspnea. Assessment: chronic cough with hemoptysis in a patient with copd; low back pain; degenerative disc disease. On (B)(6) 2015: patient underwent CT of chest. Impression: hyperinflation consistent with a history of copd. Minimal bibasilar and bilateral apical scarring. No acute infiltrate or lung mass. On (B)(6) 2015: patient underwent x-ray of chest due to chest pain and history of pneumothorax. Impression: hyperinflation consistent with emphysematous changes. Nonspecific increased interstitial markings in both lungs, right greater than left, possibly chronic fibrosis. Patchy infiltrate at the right costophrenic angle and in the mid lateral right lung with new blunting of the right costophrenic angle. Patient also underwent CT of chest pulmonary embolism with contrast due to right anterior chest wall pain. Impression: no evidence for pulmonary embolism for thoracic aortic dissection. Advanced emphysematous changes in both lungs. Infiltrate and consolidation in the right lower lobe of the lung laterally is suspicious for pneumonia. Small right pleural effusion. Few subcentimeter cystic lesions in the pancreatic tail are indeterminate. On (B)(6) 2015: patient was diagnosed with pneumonia, diarrhea, low back pain, degenerative disc disease. On (B)(6) 2015: patient underwent x-ray of lumbar spine. Impression: fusion of l1 through l3 remains in normal alignment with flexion and extension. Degenerative disk disease and at l4-5 and l5-s1. Degenerative facet joint disease at l4-5 with slight anterolisthesis of l4-5 which does not change with flexion or extension. On (B)(6) 2015: patient underwent MRI of lumbar spine due to low back pain. Impression: normal alignment. No acute fracture or spondylolisthesis. Stable mature postoperative changes of interbody fusions at l2-3 and l5-s1 with associated laminectomies. Lumbar spondylosis. Multilevel disk degeneration and facet arthropathy. As t12-l1, small central disc protrusion with annular fissure. Otherwise no spinal canal or neural foraminal narrowing. At l2-3, mild narrowing of the left neural foramen secondary to facet arthropathy. At l3-4 diffuse disc bulge with mild narrowing of the spinal canal. At l4-5 diffuse disc bulge with moderate narrowing of spinal canal. Bilateral subarticular recess narrowing with possible impingement of the l5 nerve roots. Mild narrowing of the right neural foramen. On (B)(6) 2015: patient was diagnosed with fatigue, diarrhea, vitamin d deficiency, constipation. On (B)(6) 2015: patient presented with complaint of difficulty in breathing, copd exacerbation. Patient underwent x-ray of chest. Impre ssion: copd. No acute infiltrates were seen. On (B)(6) 2015: patient was diagnosed with copd, sinus congestion. On (B)(6) 2015: patient was diagnosed with emphysema lung, low back pain, degenerative disk disease (lumbar) on (B)(6) 2015: patient underwent epidural steroid injection at l4-5 and of the right greater trochanteric bursa due to back and right hip pain. On (B)(6) 2015: patient presented with pain in right buttocks and radiating down the leg. Assessment: leg pain; trochanteric bursitis. On (B)(6) 2014: patient presented for followup of low white count, low platelet count. Assessment: leukopenia, left breast pain. On (B)(6) 2014: patient presented for follow up with intermittent bilateral breast tenderness. Increased right leg pain which was acute on chronic. Assessment: leukopenia and thrombocytopenia.